Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown secur-fit steman evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4).

Event description:
It was reported that there was a left secur-fit revised due to stem loosening.